Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. Upon review, the right atrial lead exhibited high capture threshold. No other electrical anomalies were noted. No intervention was reported. The patient would continue to be monitored.